Manufacturer narrative:
H10: e1- (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen supply failure. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. Following the device power up, an oxygen supply alarm occurred, rendering the device unusable for patient treatment. This investigation is ongoing.

Manufacturer narrative:
In the good faith effort (gfe) response from the authorized service provider (asp), it was corrected that the device was outside of use at the time of the reported problem. H6 updated: health impact grid.